Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized (B)(6) 2015 with blood glucose of 500 mg/dl. Customer had symptom of vomiting. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with fluids and insulin. Customer was wearing insulin pump at the time of hospitalization.